Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 67 mg/dl and insulin pump was over delivering. The customer was treated with food. The customer did not report symptoms related to low blood glucose level. The customer did allege insulin pump was over delivering. The insulin pump will and reservoir will not be returned for analysis.